Manufacturer narrative:
The t:sliim user guide states that if the user starts to program a bolus but does not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer had also received an incomplete bolus alert and an button alarm 22. The customer's blood glucose (bg) level ranged from 300 to 402 with ketones. A bolus was delivered to address the high bg levels. The customer did not know if the alert and button alarm had contributed to the bg level. The customer went to the emergency room (ER) on 10/04/2016 and the high bg was treated with intravenous fluids. After 6 hours, the customer left the ER with a bg of 282 mg/dl and was stable. As the customer had changed the supplies on the pump, a system check could not be performed to determine a cause of the events.